Event description:
On (B)(6) 2025, the user reported experiencing frequent nighttime lows, with a blood glucose (bg) of 63 mg/dl requiring multiple glucose tablets to correct the low bg but noted difficulty keeping blood glucose above 90 mg/dl afterward. The user does not track the carbs used to treat lows and is unsure how to best use his pump. The user requested additional training to review a plan for reducing lows and preventing ¿roller coaster¿ effects. The agent scheduled follow-up training, and the user agreed to contact his doctor in the meantime for medical guidance. At the time of the call, his blood glucose was 199 mg/dl, and he reported feeling fine, with the lowest overnight value being 63 mg/dl. The user reported of not feeling well during the event, however, the user's bg was not out or range for 90+minutes. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.